Event description:
It was reported that subject 213 had one metastatic lung tumor treated with cryoablation on (B)(6) 2012. The tumor (1.5cm) was in the right upper lobe and two icesphere needles were used. This subject experienced a pneumothorax after the procedure and it was treated with chest tube aspiration and resolved on (B)(6). The subject remained in the hospital until discharge on (B)(6).

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was treated and released.